Event description:
During a breast biopsy procedure, the cocking mechanism wouldn't engage. The doctor decided to manually insert the probe into the breast and take the needed samples. There was no patient consequence.